Event description:
The customer reported being hospitalized due to high blood glucose of 364 mg/dl. It was stated that the event leading to his admission was dizziness. Troubleshooting was performed. Reviewed the alarm history and found an error alarm and motor error alarm. Advised the customer that a replacement of the insulin pump will be sent. The customer's most recent glucose reading was 405mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.